Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor code was already used. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor code already used message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.